Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿failed final functional test.¿ the communicator ¿passed bench test¿ and ¿no anomalies¿ were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 16-jul-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that for about a month the communicator has not been working. The patient stated they believe the charging port is bad. The patient mentioned they have tried 3 home chargers and 2 car chargers, and none of them will charge it. The patient confirmed the orange indicator light would come on when plugged into the charging cord, but now it doesn't. The patient stated when they press the power button, the blue light does not come on either. A request was sent to the repair department for a replacement communicator due to not taking a charge and now won¿t power on.